Manufacturer narrative:
Manufacturing location: (B)(4), manufacturing date: 03rd july 2013, no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgeon used locking compression plate (lcp) distal ulna plate for a distal radius fracture. He set the drill sleeve on the third hole from the distal end and started drilling with the 1.5mm drill bit. The drill bit was warped slightly while drilling. It was broken when he pulled it out but he recovered all the pieces of the drill bit from the patient¿s body. The surgery completed without any problem. The surgery was delayed for ten minutes. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation review was performed. The investigation of the complaint articles has shown that we have received this drill bit for investigation; here are the findings: the visual inspection has shown that the broken drill bit does have a used tip and cutting flutes. By the breaking section are the flutes untwisted which led us to the conclusion that too much torque was applied which caused the overloading situation and finally the breakage. Reviewing the device history record (DHR) showed no deviation to the print specifications. This drill bit was manufactured in july 2013. Please make sure to work carefully and according the operation technique. No manufacturing related failure could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.